Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that a prime issue occurred with the rewind, load, fill cannula step. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the black box showed a no prime warning related to the initial complaint and multiple call service alarms. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was found to be within specification. The pump case was removed and the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the initial complaint, the pump booted to the verify screen with a dim, pink contrast. The returned battery cap was used during the investigation.